Manufacturer narrative:
Invacare was made aware of an event in (B)(6) involving an irc5po2vaw stationary concentrator which was manufactured by invacare (B)(4). Invacare is filing this report because the irc5po2v, made at invacare owned (B)(4) and sold in the us has been determined to be similar in design. The irc5po2vaw stationary concentrator has not been returned to invacare (B)(4) for an evaluation despite being requested. If additional information be comes available, a supplemental record will be filed.

Event description:
The end-user reported that they heard a blast and then saw smoke coming from the irc5po2vaw stationary concentrator. The end user disconnected the machine and took it outdoors.

Manufacturer narrative:
The concentrator was returned to invacare for evaluation, which was completed on (B)(6)2020. The control panel had white dust and sieve material on it, and the back of the concentrator had dark scratches in the lower right side of the cabinet. The cabinet filter access door appeared intact, and the inside of the cabinet showed that the inlet filter was intact and sieve material was present. The power cable was covered in white dust, but the cable and plug were intact, however the power connector had damage to it. The inside of the cabinet had white sieve material and showed where the sieve material sprayed and damaged the cabinet. The front of the concentrator had a white dust on it and showed smoke damage on the control panel, and the back and right side of the concentrator showed the tubing from the sieve beds to the pe valve was darkened and a hole formed in the sieve bed cap allowing sieve to escape into the system. The tubing from the left sieve bed to the check valve had deformed allowing sieve to escape into the system and the right sieve bed top adapter had popped off. The product tank and sound box were intact. This failure appears consistent with a failure mode which has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
The end-user reported that they heard a blast and then saw smoke coming from the irc5po2vaw stationary concentrator. The end user disconnected the machine and took it outdoors.